Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with the plunger lever not engaging the clutch. Event history log review was performed and found that there was a plunger not in place alarm in history, which investigators believe that was what the customer was talking about. The customer's reported problem was confirmed. According to the investigation, the cause of the reported problem was the dowel pin came out of the head mount and was loose in the plunger head. Service replaced the head mount and installed new dowel pin to correct the reported problem. Service's also calibrated the device and performed all functional tests which passed. According to the investigation, the cause of the issue is known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken.

Event description:
Information was received that this smiths medical medfusion 3500 pump had broken clutch. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.